Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospital emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7.

Event description:
On [(B)(6) 2025], it was reported that a patient had gone to the hospital emergency room due to hyperglycemia. The patient¿s blood glucose levels reached 243 mg/dl while using the pod between 4 and 24 hours of wear. The patient also reported experiencing vomiting during this period. The pod was reportedly in limited mode overnight, which the patient attributed to difficulty pairing their continuous glucose monitor with the pod. Prior to hospital admission, the patient applied a new pod. Upon arrival at the hospital, the patient underwent laboratory testing and an electrocardiogram. At the time of this call, the patient remains in the emergency room.